Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 20208778) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal hemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, allergy to metals, dysmenorrhoea, vaginal hemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result-unknown. Lot number: 20208778. Manufacture date: 2009-09. Expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. Reporter information updated. Product information details updated. Events: abnormal bleeding vaginal, menorrhagia were newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result-unknown. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs and mr received : previously reported event "injury" updated to "pelvic pain", events "back pain, abdominal pain, nickel allergy, dysmenorrhea(cramping)", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.